Event description:
Information received indicates the service code 20-49 is flashing indicating the right intermediate cable has an intermittent connection and was not working correctly. The technician found old fluid residue on siderail ucm board.

Manufacturer narrative:
The technician replaced the right intermediate siderail cable and ucm circuit board to repair the bed.